Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the swollen battery, which was caused by overheating due to fluid intrusion. The device was retired from service.

Event description:
It was reported that a wireless battery module had a swollen battery cell in the med/surgical care area. It was also reported that there was no pt injury.